Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a sensor is broken and the tip is bent. Customer's blood glucose was 110 to 380 mg/dl at the time of incident and customer indicated that their blood glucose level is going high. The customer also indicated that their sensor had blood glucose and sensor glucose issues. Sensor glucose was 40 mg/dl. Troubleshooting advised customer on calibration technique and customer was advised that the sensor would be replaced and agreed to return the product for analysis. No further details given.